Event description:
It was reported that stent damage occurred. The 85% stenosed, 3.5mmx48mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during introduction, the device failed to cross the lesion. Upon removal, it was found that the tip of the stent strut was deformed. The procedure was completed with another of same device. There were no complications reported and the patient status was stable.